Event description:
Through an adverse event report the treating physician informed the MFR in 2003, that "during a radio-frequency treatment in 2003, he experienced two shutoffs of the device due to high mucosal temperatures. The irrigation flow was found to be sluggish when the device was removed from the pt. Some improvement on the flow was noted after flushing the device with air, and more priming was necessary during the remainder of the procedure". However, when the flow of the device was tested after being returned to the MFR, it was found to be conforming to specs. On sept 12, 2003 the MFR was informed that the pt treated in 2003 had developed a perineal abscess with induration and erythema and was hospitalized. The pt was taken to surgery in 2003 for rigid proctosigmoidoscopy, vaginoscopy and incision and drainage of perineal abscess and placement of seton. No info is available about the current status of the pt.